Event description:
MFR rec'd a report from an attorney alleging a pt fell during transfer in a pt lift. As a result of this incident, the pt sustained multiple fractures. How the device malfunctioned has not been specified and evaluation has not been permitted.